Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had post implant pain and a suspected infection at the site of implant/incision. It was indicated that neither the patient nor the physician suspects any product malfunction. Factors that may have contributed to the issue was the patient was a suspected smoker. It was reported that an explant was planned for (B)(6) 2019 and it was indicated that the device would be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the product would not be returned as the account threw the device away. No further complications were reported/anticipated.